Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification, the fenestrated bipolar forceps instrument was found to have damaged insulation to the conductor wire near the distal idler pulley. The material was appeared to be lifted off, exposing the bare wire and no material appeared to be missing. The electrical continuity test still passed and no thermal damage was observed. Failure analysis found the primary failure of insulation damage - conductor wire to be related to the customer reported complaint. The root cause of the insulation damage to the conductor wire is attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/n102008100006) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 on system sk3043. The instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument was found to have a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.